Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by color change in the drain bag. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with unspecified antibiotics for the event. On an unknown date, the patient was discharged and recovered from the events. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.